Event description:
It was reported initially reported that, the cardiosave intra-aortic balloon pump (iabp) battery charge control. It was later clarified that a water pipe broke in the facility and the cardiosave intra-aortic balloon pump (iabp) became absolutely wet and required repair. There was no patient involvement.

Manufacturer narrative:
Additional fields: e1 ( event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery malfunction. There was no patient involvement and no harm reported. The getinge field service engineer (fse) repaired iabp connection with transport cart and check operation. Equipment suitable for clinical use.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery charge control.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.